Event description:
It was reported epg (external pulse generator) has broken upper and lower cases, and the ring and bail are missing. The epg was returned for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken and the ring and bail were missing. It was also noted that the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the lead flex cover was contaminated, the battery contacts were compressed, and the battery drawer was broken. (B)(4).